Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: a review of the basal record history and total daily dose showed the pump delivered the programmed basal rate. The basal records and total daily dose matched. The pump passed all required delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 36 with blurred vision associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the health care provider (hcp) made adjustment to bg. Patient hcp has increased bg since 11/18/2018 the reporter stated that the bg was increased due to rebounded bg of 400mg/dl. Patient stated treatment of low bg consisted of consuming carbs. Patient also stated in the past hcp tried making adjustment to pump and got very frustrated. Patient refused to complete troubleshooting due to blurred vision caused by low bg. Patient was advised to discontinue use of pump. Patient refused to contact hcp concerning alternate form of insulin delivery. It was reported that the basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced issues with their blood glucose. The pump could not be ruled out as a contributing factor.